Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. The cause of low bg was unknown. The customer was dizzy and porously sweating, and received third party assistance from an ambulance, who provided glucagon and sugar water to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.